Event description:
It was reported that the patient experienced discomfort from their implantable neurostimulator (ins) while in the sitting position. As an action, the patient was hospitalized and the ins placed in a new location on (B)(6) 2013. The event issue was reported as recovered as of (B)(6) 2013. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ should additional information be received a supplemental report will be filed.

Event description:
Additional information reported that the issue was related to the procedure. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 39565, serial # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).